Event description:
Pump was received at the service facility with a note that stated the pump was "not dispensing proper solution". A family member reported this to a nurse. No add'l specific info was able to be received. The quantity of solution involved was not reported. No pt injury occurred.